Event description:
It was reported that bd connecta plus3 16cm white leaked we inform you of a materiovigilance declaration (internal file: 1987) dated 22/05/2025 on the following medical device: description: 3-way valve + extension 10cm reference : 394995 lot number : 4299942 expiry date : 03/09/2027 quantity concerned: (B)(4) a leak in the tap caused backflow into the patient's central venous line. As a result, the patient (in intensive care) was not under sedation for 5 minutes. This incident has already occurred several times. The device in question is available in the pharmacy for expert examination. Please note that the sample is contaminated. Please send us a pre-stamped box or envelope to send the sample in question or contact us to arrange for a courier to come and collect it.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos and 1 physical sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection and testing of the samples. Analysis of the sample showed that there was no defect observed in the photos, however evaluation of the physical sample resulted in the observation of port b of the sample is cracked and leakage was confirmed with underwater leakage test. Bd determined that the cause of the failure was customer¿s use of the device. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) follow up report for correction. Annex e code updated from e2403 - no clinical signs, symptoms or conditions to e2401 - insufficient information. Annex f code updated from f26 - no health consequences or impact to f24 - insufficient information.

Event description:
No additional information was provided.